Event description:
It was reported taht a few hrs following a gastrectomy procedure, the pt vomited blood. The dr had to re-operate and found the gastroduoden anastomosed stoma was bleeding. The staples were properly formed. The dr had to hand sew to achieve hemostasis.